Event description:
Dr explanted an artelon implant.

Manufacturer narrative:
Trained surgeon familiar with joint surgery. Explant rec'd in 2008, but not in formalin. No histological analysis can be performed.